Event description:
Limited information is available about this event. It was reported the pump lost ap signal while on the pt. As a result, the console was exchanged. There were no pt complications.

Manufacturer narrative:
Evaluation: arrow field service evaluated the console and could not duplicate the reported difficulty. Battery was replaced at the request of the hosp. The pump was operational. There were no parts returned related to the event. The root cause could not be confirmed.